Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the access port involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer did not install the 12-6 mm reducer after swapping from a sureform stapler to a 6 mm instrument. Inserting the 6 mm instrument without the reducer led to a loss of insufflation, causing the airseal insufflator to stop and resulting in a loss of surgical workspace. The customer took a few minutes to troubleshoot before identifying the missing reducer as the cause of the problem, during which the surgeon operated with a restricted workspace. The procedure was completed with no reported injury.